Event description:
Customer reported that when weight is removed from the sensor, the alarm does not sound. Customer reported that the sensor is free of creases or folds and that the alarm has been tested with a new sensor and is working properly. No pt incident or injury reported.

Manufacturer narrative:
The product was requested to be returned for eval but has not been received. Note: instructions for use state: always test sensor before leaving pt unattended. Apply pressure to pad and then release. Do this at several places. Alarm should activate each time you remove pressure along the entire length of the pad. Sensors past warranty expiration date may fail, causing false alarm or no alarm. (B)(4).